Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system failed to generated a blast-specific flag for a single-sample run; the presence of blasts was identified by manual differential enumeration. Incorrect results were reported out of the laboratory; there was no impact to patient treatment attributed to this event. Data submitted for review indicated that the sample recovered higher results for monocytes and lymphocytes and lower results for neutrophils on initial run without instrument generated flags compared with results from the manual smear which was reported out of the laboratory as correct. The sample was a 2.5 ml edta tube that was analyzed within four hours of collection. Control results preceding and following this event were within specifications.

Manufacturer narrative:
Beckman coulter (bec) field service was not dispatched to the site. Raw data was provided to bec for analysis. Raw data shows abnormal cell patterns; the algorithm did not generate a blast flag because flagging rules would not detect this particular abnormality. An instrument malfunction could not be identified and the cause of this event is not known.